Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was discovered that the patient had chronic low impedance and the alert limit was set higher than it should have been. The lead was reprogrammed and it was suggested that the alert limit be lowered. The lead remains in use. No patient complications have been reported as a result of this event.